Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had problems with high blood glucose levels the past couple of days. Caller stated that the customer changed the set about 6 times. Customer had one that was kinked and one at school that the nurse said was also kinked. Customer's blood glucose was 600 mg/dl at the time of the incident. Customer's current blood glucose is 418 mg/dl. Customer had symptoms related to her high blood glucose such as nausea, vomiting, abdominal pain, and dizziness. Customer treated with a bolus from the pump and manual injections. Customer found the infusion set was kinked at a 90 degree angle. Customer was advised that this may have contributed to the high blood glucose levels. Caller stated that the customer also had no deliveries as well. Caller was advised that replacement sets will be sent.